Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The resection was completed, cosmetic suturing was performed on the incision. When unpacking the suture, it was found that the suture had broken from the tail of the needle, making the entire suture unusable. The suture was immediately replaced and the surgery proceeded normally. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Other information requested is unknown. 1. Which part of the device broke during the procedure, the suture or the needle? Please clarify a review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.